Event description:
The facility representative reported a colleague infusion pump missing the pole clamp. It is unknown when this event occurred but was reported to have occurred in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which is missing the pole clamp was confirmed during product evaluation. The root cause of this condition was assigned to a missing pole clamp. The customer was supplied with a product order to address this condition. The user interface module software version is 6.13.90 - remediated colleague 2006.